Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 116 mg/dl and their sensor glucose read 44 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. The customer's sensor cannula was bent upon removal of their sensor during troubleshooting. The customer also reported having blood at their sensor site. It was also found the customer's inserter does not fire. Customer's sensor and inserter will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.